Event description:
Customer reported that the insulin pump is not delivering insulin but he did not receive a no delivery alarm. Customer was not able to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.